Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and felt the ipg has shifted. The patient also reported soreness around the battery site. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.